Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, increased sensitivity and abscess. No further patient complications were reported.